Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau. Initial reporter occupation: non-healthcare professional. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two (2) following lot numbers: w4243208, manufacture date 08/01/2019, expiration date 07/29/2022; w4228961, manufacture date 06/25/2019, expiration date 06/20/2022. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. A review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The second catheter was used. When the physician went to discharge the device, the carbon dioxide was leaking. The device built up pressure and the cap of the handle blew off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.